Manufacturer narrative:
(B)(4). One (1) expedium si quick-connect polyaxial screwdriver [product code: (B)(4)] was returned to the chu for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report indicated plastic deformation at the hexlobes of the driver indicative of a torsional overload. This suggests that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver¿s distal tip breaking cannot be positively determined. However, the fracture analysis report indicated plastic deformation at the hexlobes of the driver indicative of a torsional overload. This suggests that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm regarding broken expedium driver used with viper cortical fix screw 7x40. Complaint form sent. The surgeon was revising a previous construct (l4-s1, unknown vendor) and a l3-l4 standalone (unknown vendor) lateral fusion from over 10 years ago. Dr. Morrison placed all of his screws (t10-ilium) using viper cortical fix screws and viper large diameter iliac screws. He successfully inserted every screw and upon inspecting his placement, he decided to back out the right-l4 pedicle screw. He made the decision to back out the screw because it was too deep and it would not of aligned correctly when he placed the rod at the end of the procedure. He inserted the spring loaded expedium screw driver and proceeded to thread the driver in the tulip head. Once it was fully engaged he began to back the screw out. There was a loud clicking sound and upon inspection and immediate removal of the driver it was acknowledged that the tip of the screwdriver (t20 tip) had sheared off in the screw shank. A 5.5x65mm titanium rod was cut to about 20mm and then placed in the tulip. A set screw was placed in the tulip and locked the rod in place. The surgeon then rotated the screw with the locked rod in place and successfully removed the damaged part. Five minutes was added to overall length of the procedure and no harm was caused to the patient.